Event description:
This is filed to report the clip detaching from one leaflet. It was reported that the initial mitraclip procedure was performed on (B)(4) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. A clip was advanced, and failed establishing final arm angle (efaa) opening from being completely closed to 60 degrees. The clip was removed. A second clip was advanced and deployed but opened while locked to 40 degrees. A third clip was implanted but a single leaflet device attachment (slda) occurred. The clip came off the posterior leaflet and there was no more room for another clip to be implanted. Two clips total were implanted reducing the mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip devices referenced are filed under separate medwatch report numbers.